Event description:
It was reported that the guidewire tip broke and remains in the patient. A 330cm rotawire was selected for a percutaneous transluminal coronary rotational ablation (ptcra) procedure in the ramus circumflex (rcx). During the procedure, the guidewire broke at the guidewire tip. The tip remains in the rcx. There were no patient complications reported and the patient's status is fine.

Event description:
It was reported that the guidewire tip broke and remains in the patient. A 330cm rotawire was selected for a percutaneous transluminal coronary rotational ablation (ptcra) procedure in the ramus circumflex (rcx). During the procedure, the guidewire broke at the guidewire tip. The tip remains in the rcx. There were no patient complications reported and the patient's status is fine. Device evaluated by MFR: analysis of returned product revealed one kink approximately at 135 cm from the proximal distance. Also it was found the wire broken and slightly bent on its distal tip, around 7 mm were missing from the device.

Event description:
It was reported that the guidewire tip broke and remains in the patient. A 330cm rotawire was selected for a percutaneous transluminal coronary rotational ablation (ptcra) procedure in the ramus circumflex (rcx). During the procedure, the guidewire broke at the guidewire tip. The tip remains in the rcx. There were no patient complications reported and the patient's status is fine. Device evaluated by MFR: analysis of returned product revealed one kink approximately at 135 cm from the proximal distance. Also it was found the wire broken and slightly bent on its distal tip, around 7 mm were missing from the device. It was further reported that the lesion was 95% stenosed, severely calcified and moderately tortuous. No difficulties were encountered when advancing the guidewire to the lesion. The guidewire advanced across the lesion normally. The physician reported there can be more damages for the vessel if the tip of the guidewire was retrieved and on the other hand, the position of the tip part will not be a problem normally for the patient and no pericard; therefore there were no attempts made to retrieve the guidewire tip.